Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that their quality controls were within acceptable range. The customer repeated the original sample and tested the new sample on this instrument (s/n: (B)(4)), which resulted acceptable. The cause of the discordant, falsely elevated bhcg result on one patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated beta human chorionic gonadotropin (bhcg) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The physician notified the patient that she was pregnant. The sample was repeated twice on an alternate dimension vista instrument, resulting lower both times. A new sample was obtained from the patient and was tested on s/n: (B)(4), resulting lower. The original sample was also repeated on s/n: (B)(4), resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated bhcg result.

Manufacturer narrative:
The initial MDR 2517506-2016-00470 was filed on november 29, 2016. Additional information (02/16/2017): a siemens headquarters support center (hsc) specialist reviewed the data provided by the customer. The hsc specialist recommended the customer to review their sample handling protocol. The cause of the discordant, falsely elevated bhcg result on one patient samples is unknown.